Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had an auto fill failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine self check, the cs300 intra-aortic balloon pump (iabp) unit had an auto fill failure. There was no patient involvement reported.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11 corrected data: b5,b6,b7,d10,h6(clinical & impact).

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer was sent to investigate the issue. The fse tested the iabp with balloon for over an hour and was unable to reproduce the issue. The iabp passed all functional and safety tests and was returned to the customer for use.